Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer deleted a few old cases and was able to complete the procedure. The philips field service engineer (fse) checked the system onsite and confirmed that the system generated an alert indicating that free disk space was low, which could prevent imaging. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the storage hard drive was full, causing an image storage issue. To resolve the issue fse deleted old cases and replaced the hard drive with a new one, as the issue was intermittent. The same issue reoccurred after a few days, where fse replaced the ippc and hard disk drives. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete after a restart with less than 20 minutes delay. The procedure was finalized with a minimum delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the free disk space was low which can prevent imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.